Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875101340, it xlpe liner, 61662884. The 00875705801, shell with cluster holes porous 58 mm, 61740025. The 00771301600, modular femoral stem press-fit plasma sprayed cementless, 11000602. The 00784801200, modular neck e 12/14 neck taper, 61768483. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017- 07243. Remains implanted.

Event description:
It was reported that a patient has been experiencing symptoms of pain and instability since implant of total hip arthroplasty. No revision procedure has been reported to date. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.